Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a power error detected alarm. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they had low battery messages even when the put a new battery in. The customer was able to successfully clear the alarm and was able to complete the insulin pump rewind. The customer reported that the insulin pump was not been exposed to temperatures. The notification light did not immediately stop flashing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.